Event description:
During dialysis treatment, the staff discovered a 5cm long crack in the arterial extension. The catheter previously had problems with sticking extensions.

Manufacturer narrative:
On eval of the catheter rec'd, a small axial split 0.5cm was observed along the mid venous extension. In flushing, the venous lumen revealed the leak. Under the microscope the split was observed to be a slice that appeared to be formed from the outside toward the inside, as the cut was less tapered at the distal and proximal edges than the mid depth. The edges do not protrude outward as in a burst from pressure. Initially, info from the hosp was not reported as to cleansing solutions, routines or protocols. In recent follow-up it has been stated that this hosp uses a 70% alcohol based solution. This solution has been shown to adversely affect the polyurethane. The device history review offers no indication of a related cause for this product complaint and no other complaints of similar nature for this lot number. The complaint is confirmed, as a leak on the arterial extension was observed. The instructions for use states that alcohol or acetone based solutions should not be used to cleak the catheter, as it may be adversely affected. Solutions with very low concentrations of alcohol have been used with success. Povidone iodine is the recommended antiseptic solution to be used. For this reason the complaint a user related issue.